Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that when impacting the triathlon insert size 1 x 11mm onto tibial base-plate, it overhangs laterally as the steel ring in the insert can not be locked to the base-plate. Another insert with similar specification was used and completely fitted onto the base-plate.